Manufacturer narrative:
(B)(4). Serial number & device manufacture date: (B)(4) - 12/10/2002, (B)(4) - 08/31/2001, (B)(4) - 10/09/2003, (B)(4) - 08/31/2001, (B)(4) - 12/10/2002, (B)(4) - 12/10/2002, (B)(4) - 12/10/2002, (B)(4) - 02/13/2003, (B)(4) - 01/09/2003, (B)(4) - 12/10/2002, (B)(4) - 12/10/2002, (B)(4) - 09/09/2002, (B)(4) - 01/09/2003, (B)(4) - 12/10/2002, (B)(4) - 12/09/2002, (B)(4) - 12/10/2002. The affected components of the iw980jeu baby control wall mount infant warmers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that 16 iw980jeu baby control wall mount infant warmer units had discolored harness connectors. Eleven of these units had also cracked head cases. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that (B)(4) baby control wall mount infant warmer units had discoloured harness connectors. Eleven of these units had also cracked head cases. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Serial number, device manufacture date, device available for evaluation (date returned to manufacturer): (B)(4), 12/10/2002, yes ((B)(4)2011); (B)(4), 08/31/2001, no; (B)(4), 10/09/2003, no; (B)(4), 08/31/2001, no; (B)(4), 12/10/2002, no; (B)(4), 12/10/2002, no; (B)(4), 12/10/2002, no; (B)(4), 02/13/2003, no; (B)(4), 01/09/2003, yes ((B)(4)2011); (B)(4), 12/10/2002, yes ((B)(4)2011); (B)(4), 12/10/2002, no; (B)(4), 09/09/2002, yes ((B)(4)2011); (B)(4), 01/09/2003, no; (B)(4), 12/10/2002, no; (B)(4), 12/09/2002, no; (B)(4), 12/10/2002, no. Method: our analysis is according based on the event descriptions, results of previous investigations on similar complaints, and visual inspections of the returned upper and lower harness connectors. Fisher & paykel healthcare (fph) also requested specific details of the type of cleaning solutions routinely used by the hospital to clean and disinfect the surfaces of the infant warmers. Results: visual inspection of the returned harness connectors revealed that the harness housing connectors were discoloured, confirming the reported fault. Fph requested details on the cleaning agents used; however, no information was received from the hospital. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connectors were most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. Cracking and crazing of the upper head casings of the infant warmers is a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. Fph has sent replacement parts for these affected infant warmers.